Manufacturer narrative:
(B)(4). Device not evaluated because device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were submitted for this event. Please see reports: 3002806535-2018-00685, 3002806535-2018-00686.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient was revised due to unknown reason.